Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain four of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that the home patient caught the tubing of the cassette on their vacuum cleaner. The home patient tried pulling the tubing free from the vacuum and the tubing ripped. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A ripped patient line is a known cause of this alarm and considered a use error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly setting up, starting and completing therapy, including information about potential hazards to therapy. The guide also instructs the user not to set up the device adjacent to additional electrical equipment. A review of the label for the product family will be conducted.